Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: oversized balloon. It was reported that after the second inflation of the stent delivery balloon to 16 atm, the vessel perforated. The physician was primary stenting; no predilatation was done. The lesion located in the mid left anterior descending (lad), was not calcified or tortuous. Prolonged balloon inflations were performed in an attempt to treat the perforation; however, this was unsuccessful and the patient was sent for coronary artery bypass graft (CABG). The patient experienced tamponade, hypotension and asystole; treatments were pericardial tap, cardiopulmonary resuscitation (CPR), intubation and intra aorta balloon pump (iabp). The patient is stable in the intensive care unit after the CABG. The physician believes that the perforation is related to the promus device because of the compliancy of the balloon material. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.